Event description:
It was further reported that the gauge was inaccurate, unable to register 1 atm increments.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous intervention (pci) procedure gauge jumping occurred. The unspecified target lesion was located in the left circumflex and left anterior descending arteries. A maverick balloon catheter had been advanced to treat the target lesion. The balloon was attached to an- encore 26 mt inflation device. "Gentle" rotation of the inflation device handle resulted in the gauge of the inflation device "jumping 2 atms at a time instead of 1 atm". The inflation attempt was completed with this inflation device and then exchanged for a different one for the remainder of the procedure. There were no patient complications reported with the patient's current condition listed as "stable".